Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while filling a bd¿ r 87 v infusion set with 20% mannitol, a piece of ¿plastic¿ became partially loose at the bottom of the drip chamber. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
One used sample and one unused were received. They were visual inspected for any damage that the samples could have; the used sample was inspected for the issue stated by the customer of fm plastic at the bottom of the drip chamber and was found that there was a second filter inside that is used in the drip chamber, this is caused due to the ultrasonic horn that at the moment of cut the filter it gets stuck in it and then it is sealed on the drip chamber. The unused sample did not show this issue and was not confirmed on this sample. The samples were tested according to smp21.02.10sp. From the two samples received, neither failed the test. We could confirm the issue stated by the customer just on one piece from the two received. Review of DHR was performed and issues similar to the one stated by the customer was not found. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. We can confirm the issue stated by the customer just on one sample and we can assign it as an equipment assembly process defect.